Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device's defib output was out of specification. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.